Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to mid-flexion instability. A size 4 cr femoral component and 3x11 cs insert were revised to a size 4 ts femoral component with a stem and four augments, and a 3x9 ts insert. Rep confirmed there are no allegations against the liner. Rep provided the primary and revision usage sheets and reported that no further information will be available.